Manufacturer narrative:
Initial.

Event description:
It was reported that the user had been announcing meals incorrectly by consistently selecting a smaller meal size than intended, after which a factory reset was performed with guidance from support. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no reported impact on activities of daily living and no need for medical intervention or hospitalization. Customer care provided troubleshooting education and a device reset performed remotely. Investigation of this case revealed user operation error related to meal announcement entries, with device hardware and components not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error with successful remediation through education and reset.